Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would lock-up when powered on, and it would display a white screen. None of the buttons were responsive. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u61, which resulted in the device locking-up and displaying a white screen during boot-up.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would lock-up when powered on, and it would display a white screen. None of the buttons were responsive. There was no patient use associated with the reported event.